Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2025, the patient had an adverse event that resulted in going to the emergency room. The patient reported that their "sugar drastically dropped to 40" but the dexcom was reading above 80 mg/dl. The patient did not provide further event details about this ER visit only that when she got home from the ER, she replaced the sensor. Attempts to follow up with the patient for additional information was unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.